Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were unable to interrogate their device as they were unable to locate their implanted device to send a transmission. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.